Event description:
Biomet orthopedics received preliminary clinical data from meander medisch centrum regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a right hip revision procedure was performed on (B)(6) 2013. Additional information further indicates that a left hip arthroplasty took place on an unknown date and that a left hip revision procedure occurred on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08310 & 2015-01555).